Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Reference mfg # 2023826-2016-00690 for right eye (od). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -7.5 diopter implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Low vault was reported, the lens was exchanged for a larger lens on (B)(6) 2015, and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. The lens was returned in pieces and could not be evaluated. Corrected data: (B)(4). No other adverse events were reported outside of the lens exchange. (B)(4).